Manufacturer narrative:
Concomitant medical: product ID: 97745, serial#: unknown, product type: programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt said they had been having massive stinging because of the ins. Pt said the reps and healthcare provider (hcp) were not listening to them. Pt said the stinging was sporadic depending on where it's set. Pt said it was like pins and needles. Pt said the ins had now been off since thursday and the nerves were starting to get back to normal. Pt said they have fibromyalgia and had been having a flare for 16-17 days. Pt said they have never had a flare like this in the past. Pt mentioned that their controller had gotten "hung up" about 16 days ago and about 1-2 hours after the rep had them reset the controller was when they noticed the issue starting (pt could not remember what it displayed on the screen). Pt said they were to the point where they just want the ins taken out. Pt said they were seeing their hcp on the 8th and were going to request the ins be taken out. Pt did not want the reps or hcp made aware that they were calling today therefore, pss could not reach out to reps for further assistance and pt got escalated that pss could not do anything further to assist with stinging sensation or provide further information on if other fibromyalgia pts also experience the same issues. Pt said their pain management hcp said a lot of people with fibromyalgia cannot have ins. Pt requested a supervisor and then disconnected the call.